Manufacturer narrative:
The complaint device was not returned for evaluation. However, this type of failure has been typically observed with excess torque and off angle insertion. It is unknown if the device is question was reprocessed. This is a single use device and not intended to be reprocessed. Reprocessing and excessively torquing the device may possibly contribute to the failure. At this time, from the description provided, a definitive root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. This failure was reviewed against the risk analysis document and found to be within the expected range and the risk is considered minimal. Based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The surgeon used the 1.1mm guidewire from the rigidloop disposable kit (218034) to insert a 9mm milagro advance screw into the tibial tunnel in an acl reconstruction. After seating the screw, on trying to remove the guidewire from inside the inserted screw, the guide wire broke, leaving 4.5cm inside the patient. The surgeon estimated 4cm of this was inside the screw in the tibial tunnel, with 0.5cm extending into the graft in the joint space. Patient outcome not known, assumed good. No attempt was made to remove it as the surgeon deemed this too difficult.